Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was not connected. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch is not connected. Upon troubleshooting, fse confirmed that the base station was crushed, which caused the issue. The defective part was sent for analysis, for base station the outer plastic cover is completely cracked open, there is a rattling sound inside the unit, and the unit does not power on at all. To resolve the issue, fse replaced the wfs base station. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.